Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had up button arrow was hard to press in compare to the other buttons. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer states that numbers are not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states that the insulin pump was neither dropped nor exposed to moisture. Customer stated that button responds now. The device will not be returned for analysis.